Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on multiple occasions over the past month, the doctor has been experiencing instability when the preloaded intraocular lens (iol) posterior haptic comes out. The lenses were implanted without any problems. It is unknown if any additional surgical interventions or maneuvers were required. The iol's will not be returned as they remain implanted. There were no patient injury reported. No further details will be provided.